Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 200 mg/dl while wearing the pod longer than 48 hours. The needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract. Inspection of the fluid path found that the soft cannula was damaged and fluid was observed leaking out of a tear in the soft cannula. It cannot be determined when or how this damage occurred. No other damages or manufacturing deficiencies were found during the investigation.